Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall and the user heard something rattling inside; power cycling and rewinding did not resolve the issue, which is consistent with a failure to infuse and implicates the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during information gathering, with the device problem characterized as failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.